Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient had inflamed infusion sites on the abdomen had to be surgically treated and antibiotics. Patient collapse with unconsciousness and got hospitalized. Patient reported errors by the caregivers in handling the therapy system. Patient experienced occasional indurations, redness, or bruises at various infusion sites. No further information available.

Manufacturer narrative:
The initial medical device report (MDR) with manufacturing report number (8021545-2026-00352), was submitted on 20-feb-2026. Upon receiving additional information, it was discovered that the event date has been changed. Additional information - this MDR is being submitted to include the below: b3: date of event. H6: investigation results under type of investigation. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.